Event description:
Complainant alleged that during functional testing, the associated device displayed an unk "paddle fault" message when the internal handles were attached. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.